Manufacturer narrative:
The pad-pak was first installed successfully on the 6th may 2009 and performed to specification up to the 26th july 2015. An increase in voltage may suggest a further pad-pak was installed during this time. The device records temperatures below the recommended operating temperature during this time. Multiple manual power ups of ten minutes duration were recorded between the 30th july 2015 and the final history log entry on the 27th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurement as taken would confirm a failing membrane. The green status led was observed to be constantly lit during the investigation, this is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. Upon visual inspection of the returned device and pad-pak a number of small insects were observed throughout. They appeared to have entered the device via the speaker housing on the upper lid. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.